Manufacturer narrative:
H6: evaluation codes updated. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the rate had been set to administer the medication over 46 hours, but the entire volume had been infused within 43 hours. The pump settings and the compounded drug volume had been double-checked, and everything had been correct on their end. The pump had not alarmed. The continuous infusion rate had been 3 ml/hr, with a total reservoir volume of 138 ml, all of which had been given. The status of the air detector and upstream sensor had not been changed. The infusion length had been programmed for 46 hours, but the pump had delivered it over 43 hours. The lock level had not been changed. A closed system transfer device (cstd) from spiros had been used to fill the cassette, and the pump had been used to prime the extension tubing. The sku numbers for the items used during the infusion had been admin set: 21-7047-24 lot unknown (possible lots 4448927, 4387687, 4453463, 6026886) and cassette: 21-7308-24 lot unknown (possible lots 6022069, 4381266, 6005556, 6012367). The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.